Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted for suspected lots h20j29062, h21b01116, h21c01098 and h19k11038 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(Lot #): h20j29062, h21b01116, h21c01098 and h19k11038 are suspected lot numbers. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between a minicap transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was in use thirteen (13) days. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.